Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator to manage urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt stimulation in his right leg on program 3 at .65 on the day of the call. No further complications were anticipated/reported.